Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer had occurred the previous week with a 15fr round drain. Dr. Had been the provider, and it had been a breast case. The charge nurse from general surgery had mentioned that the doctor did not prefer the bard drains. A 15fr drain had been tried and had clotted, so it was changed to a 19fr drain, which had also clotted. The charge nurse had stated that a 24fr drain would not be used for a breast case. The team had returned to using the ethicon drain.